Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The catheter shaft material was noted to be torn 2.1¿ to 2.3¿ proximal to the spiral loop/shaft transition exposing the internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with damage during use.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported frayed catheter with exposed wires could not be conclusively determined.

Event description:
During the procedure, after approximately two hours of manipulation of the catheter while in the left atrium and several insertion and removals of the catheter from the sheath, the outer layer of the catheter was noted to be frayed and there were exposed wires. The catheter was exchanged to resolve the issue and there were no adverse consequences to the patient. There were no difficulties noted during the procedure due to the patient's anatomy and no insertion difficulties or removal difficulties.